Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 24 mmol/l. Customer was mentioned other blood glucose levels such as 12 mmol/l, 15.8 mmol/l, 24.8 mmol/l, 26.1 mmol/l. The customer treated for high blood glucose with needles. The customer did not allege that the insulin pump was under delivering. The customer reported that insulin pump was on auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that they came down and putting insulin pump back on. Customer was not using the insulin pump within 48 hours of high blood glucose event reported. The insulin pump will not be returned for analysis.